Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with two 500cc mentor memorygel breast implant experienced bilateral breast pain, right sided rupture and left sided device migration post procedure. As a result, patient underwent bilateral removal and replacement with two non-mentor (natrelle) on (B)(6) 2019. This medwatch form is for the right breast prosthesis.